Manufacturer narrative:
(B)(4) h6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. The patient's sibling reported that the patient experienced sensor failure after warmup. Of note, the initial reason for the call was to request replacement of transmitter that was removed in the ER (emergency room) and was not returned. The patient was hospitalized beginning (B)(6) 2024 and stayed in the ICU (intensive care unit) due to diabetic ketoacidosis. As per the reporter, there was an issue with an occlusion in the tandem pump from (B)(6) 2024 and the patient was not aware of that. During that period, the patient was not getting any insulin. Prior to the event date, the reporter said the pump was not connected to his dexcom device. It showed a red circle and red x error. It was not specified nor clarified when the cgm (continuous glucose monitor) malfunction occurred, or the reading prior to cgm failure. The patient did not receive an alert or alarm and did not notice until he experienced decreased appetite and lethargy. The spouse called 911, the patient was transported by ambulance, and the bg (blood glucose) was 845 mg/dl in the hospital. Then, he was taken to the ICU and was given treatment (d50 w injection 12.5 and 12.75 g and humalog). The patient was discharged on (B)(6) 2024. Due to the patient did not having a transmitter and pump, he was manually injecting himself with insulin. There was no documentation of further medical evaluation or intervention for diabetic ketoacidosis. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.